Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited low out-of-range pacing impedance measurements on this right atrial (ra) lead. Additionally, it was noted stored episodes with atrial tachycardia response (atr), which was inappropriate due to noisy signals on the right atrial channel. This product remains in service and no adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).